Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Additionally, pacing inhibition and sensing issues were observed. Reprogramming was performed and it is planned to continue to monitor the patient. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements. Additionally, pacing inhibition and sensing issues were observed. Further information was received that a lead conductor fracture was confirmed and reprogramming was performed. It is planned to continue to monitor this patient. No adverse patient effects were reported. At this time, this lead remains in service.